Manufacturer narrative:
Broken reservoir tube lip, cracked case near all corners of display window and cracked battery tube threads noted during visual inspection.

Event description:
Customer reported that she has been having unexplained low blood glucose. Customer stated that her insulin pump is missing a screw on the wall of the reservoir compartment. Customer stated that the problem causes the reservoir not to stay in place witch caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.